Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the distal end of the main tube had insulation damage. Material was missing. The surface of the main tube appeared be scraped off. There was also corrosion observed to be residing around the clamping pulley and corrosion to the bearings upon inspection of the housing. Failure analysis concluded that the damage may have been due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and insulation damage on the main tube with material missing found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the tenaculum forceps instrument malfunctioned. A wire was noted to be exposed after the instrument was inspected. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.